Event description:
The customer received questionable results for urea/bun (bun) and aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) on one patient sample. Of the results provided, it was determined that the ast results were erroneous and had been reported outside of the laboratory. The customer indicated that the rest of the sample in question had accompanying data flags. The customer also indicated the sample was a low sample and they did not use the recommended rack adapters. Customer support assisted the customer in changing the programming limits for ast and bun. The initial ast result was 0 u/l. The sample was repeated on the same instrument and generated a repeat result of 32 u/l. The customer deemed the repeat result to be correct and corrected the result. The customer indicated that no patient was treated. There was no adverse event. The lot of ast reagent in use was 68315501, with an expiration date of 07/31/2014. The field service representative could not determine a cause. He checked the probe alignment and the rinse mechanism. He performed a precision run, and the customer performed qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the customer did not use the recommended rack adapters.